Manufacturer narrative:
The sample is not available to be returned for evaluation; however, photos were provided and awaiting evaluation. Additional contact: (B)(6).

Event description:
The event involved a primary plum set, 1.2 micron filter, secure lock, 119 inch and occurred on an unspecified date. The report states that the filter and line leaking where filter is in the middle of the line. The leak occur near the circle areas on the blue filter. Total parenteral nutrition is being infused (lipids, dextrose, amino acid solutions) and line was infusing to patient when leaks occurred. No adverse harm but disruption to patient care.the total parenteral nutrition bag must be discarded as it cannot be respiked. The patient then has no nutrition for up to 24 hours as the tpn bag is customized for the individual patient and a new bag cannot be received until a new one is ordered and delivered. Therapy cannot be resumed until a new bag of tpn is provided. Tpn bag cannot be respiked with a new filter as tpn bag is not designed to have multiple spikes. No hole, cut, tears or any defect observed prior to using the filter. No harm was reported.

Manufacturer narrative:
Photos provided showing the set in the packaging and out of packaging. No damages or anomalies noted. No samples were returned for investigation. The reported complaint could not be confirmed on the 195540488 primary plum set. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history record for lot 13487633 was reviewed and no non conformities were found that would have led to the reported complaint.